Manufacturer narrative:
Conclusion: the device history record and frame record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Still angiography images were reviewed. No conclusions can be drawn from the images, as no timestamps were provided nor were there any contrast injections post-deployment. A pre-implant dilation was recorded. Without the moving images it is difficult to conclude, but from the images provided at 2/3 deployment there is no obvious infold. One image showed a post-implant dilation with the balloon expanded but the outcome of the balloon dilation is unknown. The event description does not indicate a potential manufacturing issue. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. In this case a second valve was implanted which reduced the regurgitation to mild to moderate. A mild aortic regurgitation has minimal impact on the patient and is generally deemed an acceptable residual condition. No other adverse effects were reported. Medtronic will continue to monitor for future similar events.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Additional information has been requested. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve at a depth of 4 millimeters (mm) a severe central leak was observed. It was reported that the valve frame appeared to have an area that was not as rounded as expected. It was not reported whether that was a result of patient anatomy. A post-implant balloon aortic valvuloplasty (bav) was performed, followed by the implant of a second valve two mm lower than the first, resulting in mild to moderate leakage. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.